Event description:
It was reported that the patient experienced chest pain after a physical therapy appointment. The left ventricular lead exhibited loss of capture. The lead was turned off and would be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.